Event description:
It was reported that tandem mobi pump issued cartridge alarm and caller could not resume insulin therapy after initial reload attempt. There was no adverse impact to the customer's blood glucose level. Technical support confirmed cartridge alarm 30, instructed caller to remove cartridge and deliver 9-unit bolus, then assisted caller with loading new cartridge using proper technique until cartridge was successfully loaded and insulin therapy was resumed, and issue was resolved.